Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was unable to reproduce the issue. The stm completed a battery runtime test and it ran for over 135 minutes before shutting down (over 50 minutes of ¿low battery¿ alarm). The stm did not find errors in the logs. The stm replaced the power supply as a precaution, due to the nature of the reported issue. However, the stm also found that the solenoid driver board could not meet the required voltage specs so he replaced the solenoid driver board. The stm then performed preventative maintenance (pm) and all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shutdown. It was additionally reported that the end user went into the patient room and the iabp was shut down (power switch on), the iabp was moved to connect to the power cord to a wall receptacle and the unit restarted; however it shut back down after a few seconds. The iabp was switched to continue therapy. The unit was plugged in and powered on all weekend in the biomed dept. Without issue. There was no harm or injury to patient and no adverse event was reported.